Manufacturer narrative:
H6. Investigation summary: bd integrated diagnostic solutions initiated investigation on the customer report regarding two (2) hpv specimen obtained discordant results on the bd viper lt system. Bd investigation required review of the batch history records, functional analysis from the customers reported reagent batch (catalog # 441990, batch # 2227879) and complaint trending review. The batch history records were reviewed and no discrepancies were noted. Functional analysis of the retention material resulted in 100% hpv positivity for positive controls and 100% hpv and hbb negativity for negative controls. Bd was unable to duplicate the customer complaint. Review of the past year of complaints reveals there are no complaint trends related to hpv discordant results on the bd viper lt system. It is unknown why the given specimens were initially positive on the viper lt and subsequently negative after repeated. If further discordants are encountered, please submit an instrument complaint against the bd viper lt system and submit log files for analysis. Bd will continue to closely monitor for trends associated with hpv discordant results.

Event description:
It was reported that while using the bd onclarity hpv assay that there was a false positive. The following information was provided by the initial reporter: - customer reports that 2 pos patient results for hpv test were questioned by a physician, and the repeats were neg for both samples; - first sample was initially ran on (B)(6) 2022 and was pos for genotype 16; then it was repeated on (B)(6) 2023 on the same vlt0257, and the result was neg; sample was stored at rt in thinprep vial; - second sample was initially tested on vlt0257 on (B)(6) 2022, and was pos for genotype 31; it was repeated "in two weeks" on non-bd instrument, and was neg.

Manufacturer narrative:
Common device name: human papillomavirus high-risk strain nucleic acid ivd. Initial reporter address 1: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd onclarity hpv assay that there was a false positive. The following information was provided by the initial reporter: customer reports that 2 pos patient results for hpv test were questioned by a physician, and the repeats were neg for both samples; first sample was initially ran on (B)(6)2022 and was pos for genotype 16; hen it was repeated on (B)(6)2023 on the same vlt0257, and the result was neg; sample was stored at rt in thinprep vial; second sample was initially tested on vlt0257 on (B)(6)2022, and was pos for genotype 31; it was repeated "in two weeks" on non-bd instrument, and was neg.